Event description:
It is reported that the surgeon tried to extract the cone body trial with a slaphammer. After many attempts the trial shattered into many pieces. All pieces were accounted for.

Manufacturer narrative:
Eval summary: per the surgical technique the provisional components (provisional proximal body and provisional bowed distal stem) should be removed while still assembled together so that the position of the proximal body relative to the bow of the distal stem can be noted. This technique was not followed as stated in the report. It is unk if the compression unit was removed before separation attempts and the instruments used are unk. With the info provided, a definitive root cause cannot be determined. Eval: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.